Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested as abdominal pain. Two days prior to being diagnosed with peritonitis, the pt was admitted to the hospital for an unknown (unk) indication. Subsequently the pt was diagnosed with peritonitis. On an unk date the pt started treatment with unk antibiotics (dose and frequency unknown) intravenously (IV) for peritonitis. The cause of peritonitis was unknown. Three days after being admitted to the hospital, the pt was discharged. At the time of this report, the peritonitis was resolving and the pt was recovering. On an unk date, pd therapy was discontinued and the pt was switched to hemodialysis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13e02083, h13e08031, and h13h08043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.